Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yeramosu t, ahmad w, solanki s, satpathy j. Fatigue failure of semiconstrained total knee replacement: magnetic resonance imaging diagnosis with tips and tricks for extraction and reconstruction. Arthroplast today. 2022 nov 1;18:143-148. Doi: 10.1016/j.artd.2022.09.011. Pmid: 36338288; pmcid: pmc9633574. Objective and methods case report for a 65-year-old female patient with a history of chronic right knee pain, multiple arthroscopic surgeries, and several knee revisions of unknown devices to treat infection before receiving a pfc sigma tc3 tka with a femoral stem and sleeve. Patient reports inability to ambulate and acute pain. MRI identified a fracture of the adaptor and bolt. Upon entering the joint, the surgeon determines that the right femoral component is grossly loose and unstable secondary to a fractured adaptor and bolt. The surgeons were unable to remove the fractured bolt from the well-fixed femoral sleeve, requiring a quadrangular femoral osteotomy to remove the sleeve and stem. The osteotomy was repaired with cerclage and cortical screws. The patient received a s-rom noiles femoral construct. The tibial insert was exchanged to accommodate the new femoral component. There was no reported product problem with the revised femoral sleeve and stem. The procedure was completed without complications. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pfc sigma tc3 femoral component, adaptor, and bolt.